Event description:
See initial report.

Manufacturer narrative:
One evh bipolar from vc15 lot 1922600113 was returned for the complaint of a clamp or jaw component breaking while in use on a patient. The returned bipolar device was found to have one of plastic jaw pieces missing. There was significant blood contamination noted on the blade, and minor blood contamination noted on the rest of the tip. The missing jaw piece was not located among the returned goods. The "cut" slider was found to function and appropriately actuate the blade. The "clamp" slider was found not to move and did not actuate the jaws of the device. The device was soaked in wescodyne solution to loosen up potential blood contamination solidified in the working mechanism. The clamp slider was then able to be actuated. The jaw was visually inspected. There was significant blood contamination inside the bottom, remaining jaw. The top jaw was cleanly broken off, and no jagged edges were observed. This break pattern indicates that the top jaw likely broke off while the device was being advanced with the jaw in the open position. A review of the DHR did not identify any deviations, non-conformities or material scrap/requests relevant to the reported issue. One other complaint was received for same lot of claimed kit with a different issue on the bipolar instrument. The investigation confirmed the reported condition. The top component of the jaw was observed to have been broken off of the tip of the bipolar likely occurs when device is. This type of damage is consistent with incorrect use of the instruments during the procedure. Specifically, the device is not intended to be advanced while in tissue with the jaws in the "open" configuration. On the product labeling, a caution statement is included recommending to "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument." Livanova will keep monitoring the market.

Manufacturer narrative:
The involved device has been requested for return to livanova for investigation and it has not yet been returned. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA in has received a report that, during an endoscopic vessel harvesting procedure, one of the two jaw broke inside the patient¿s leg. There is no report of any patient injury.